Manufacturer narrative:
Per new information received, it was confirmed that there was no problem with the device. The customer was only inquiring about the warranty of the device. Therefore, this record is no longer reportable. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00273. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60 indicating that primary alarm failed. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.